Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 215-450 mg/dl.